Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
8015 sn: (B)(4) customer stated that when he powers up the 8015 this error code 100.6130 shows up. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he needed to replace his logic board due to that the 8015 system is powered on in normal mode and the configuration data is invalid. I also stated that to correct this error the logic board needs to be replaced. The customer said ok I will just send this unit in. The customer said he would call with a po to send the unit back for repair. I said ok and the customer ended the call. This 8015 in sap says its from the new york va, but the 8015 comes up with the(B)(6) in salesforce.